Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An e101 over heating error was present. The ventilation system appeared to have a significant build up of dust and debris, compromising its effectiveness and contributing to the reported error code. Additionally, the lamp installed only had 50+ hours on it, but there was insufficient thermal paste. Consequently, the lamp itself had burned into the heatsinks assembly ¿ likely also contributing to the heating issue. Minor cosmetic damage was also noted while inspecting the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting an e101 over heating error during a procedure. According to the initial reporter, the procedure was able to be completed. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code e101 is due to insufficient thermal paste and an accumulation of dust and dirt. The following information is stated in the instructions for use (IFU): ¿¿ do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. ¿ apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.¿ olympus will continue to monitor field performance for this device.